Event description:
It was reported that shaft break occurred. The target lesion was located in the severely calcified coronary artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the delivery shaft fractured and the broken part was outside the patient. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks to the hypotube with a complete separation 99.4cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Reporter facility name: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely calcified coronary artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the delivery shaft fractured and the broken part was outside the patient. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.